Event description:
It was reported that the lv lead had an elevated capture threshold and that the patient "may be having diaphragmatic stim." It was further reported that the lv lead then lost capture even at maximum output. The lv lead was programmed off. The patient was short of breath and was in sinus tachycardia. The lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found.